Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed; however, a kink was noted near the guide wire exit notch. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break. It was reported that the stent delivery system was observed to have a shaft break when removed from the dispenser hoop. Analysis of the returned device was unable to confirm a break; however, a kink was noted near the guidewire exit notch. Factors that may contribute to a kink (deformation due to compressive stress) noted after unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, based on the information provided, and the returned device analysis, a conclusive cause for the kink cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4- serial# updated from n/a to (B)(6).

Event description:
Subsequent to the initial report being filed, the break near the guide wire exit notch was a kink. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3x18mm xience pro a stent delivery (sds) from the protection hoop a break in the shaft was noted, near the guide wire exit notch. The sds was not used in the procedure and a 3x15mm xience pro a stent was used to complete the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.